Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-1416. Serial number: (B)(6). Batch/lot number: 226698. Model/catalog description: wavewriter alpha prime 16 ipg kit. Unique identifier (UDI) # (B)(4). Model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 7093730. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) # (B)(4). Model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 7097051. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the replacement of the scs system. The implantable pulse generator (ipg) was replaced due to stimulation issues, while the leads were replaced due to migration and stimulation issues. The devices were disposed by the facility and will not be returned for analysis. Postoperatively, patient was reported to be doing well.